Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a colonic stricture. During the procedure, the physician attempted to deploy the stent but when the stent was partially deployed the sheath broke. The partially deployed stent was removed from the patient. The procedure was completed with a different device (unknown manufacturer). There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found that the stent was fully mounted onto the device. The outer sheath was detached from the distal handle and the stainless steel shaft was bent. The outer sheath was stretched for 270mm from its proximal end and had several kinks in this area. The outer sheath was kinked at the distal end of the mounted stent. During analysis a restriction was met when an attempt was made to retract the outer sheath by hand and deploy the stent. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The distal end of the inner lumen and stent were withdrawn from the outer sheath. The inner was kinked at its distal end, consistent with the outer sheath kink and no issues were noted with the profile of the stent. The proximal end of the outer sheath was dissected longitudinally and it was noted that polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a colonic stricture. During the procedure, the physician attempted to deploy the stent but when the stent was partially deployed the sheath broke. The partially deployed stent was removed from the patient. The procedure was completed with a different device (unknown manufacturer). There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.